Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had a skin irritation. The patient reported that her skin was itchy prior to wearing the lifevest, but wearing the lifevest has made the itchiness worse. The patient's physician gave her an oral medication. Follow-up indicated that after taking the medication, the itchiness improved.